Manufacturer narrative:
Concomitant products: product ID: 407452 lead, implanted: (B)(6) 2004.

Event description:
It was reported that the atrial lead had high thresholds that had risen over time. Additionally, the lead triggered a lead warning for low impedance. It was noted that the lead had low impedance in both unipolar and bipolar. The lead was explanted and replaced. No patient complications have been reported as a result of this event.